Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) did not deliver anti-tachycardia pacing (atp) for multiple episodes in the ventricular tachycardia 1 (vt-1) zone. The device listed 'no therapy programmed'. There is no evidence of having been a monitor only zone in past.